Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previous medtronic surgical aortic valve replacement, three deployment attempts resulted in recapture before the valve was fully deployed at a depth of 3 mm. 50 ml of blood loss was noted during the procedure. Following the procedure, anemia secondary to blood loss and dilutional factors was noted. Unspecified treatment was provided for volume overload and post-operative pleural effusion. A conduction delay pattern was also noted and the patient was provided a cardiac monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-2329] product ID: [d-evolutfx-2329] serial/lot [unknown] use by date [unknown] UDI [unknown]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that first degree atrio-ventricular (av) block occurred during the procedure. The valve was recaptured due to the valve dislodging, and treatment was not performed for the pleural effusion and conduction disturbance. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty was not performed. Per the physician, the cause of the blood loss was due to the sheath. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the blood loss, and the bleeding occurred at the end of the procedure at the access site. The deployment starting point was at the bottom of the pigtail catheter. It was further reported that a permanent pacemaker was implanted for complete heart block (chb). No additional adverse patient effects were reported.